Event description:
Caller alleged imprecision with inratio meter. Results as follows: on (B)(6)2009, caller observed higher than expected results (>7.5) with patient whose inr is historically between 2-3. Observed expected results (approx 2) on repeat.

Manufacturer narrative:
Investigation is pending.